Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed total delamination of valve assessed as adhesive failure. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease flat observed on the device.

Event description:
Healthcare professional reported left side "deflation." Healthcare professional later reported "deflation" and "capsular contracture, baker grade iii." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported capsule contracture baker grade iii.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and device rupture.

Event description:
Healthcare professional reported left side "deflation." Healthcare professional later reported "deflation" and "capsular contracture," baker grade unknown. Device has been explanted.